Event description:
It was reported by service report that the bumper channels were coming off exposing sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bumper channel.